Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was supposed to be infuse 1083 ml over 23 hours at 47 ml/hr. However, the patient returned with approximately 360 ml remaining. There were no adverse events reported.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Upon review of the event history log, customer's pump infused for 23 hours with no error messages. Device then underwent accuracy testing; customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6 percent. Complaint was not confirmed.